Manufacturer narrative:
Insulin pump passed the displacement and no unexpected restart error test noted during test. Device received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was 171mg/dl. Customer stated that the alarm was recurring during normal pump use. Insulin pump will be returned for analysis.